Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that channels 2 and 3 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with note that indicated, pumps 2 and 3 have malfunction 321. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, channel 2 and 3 of the device had an e321 (batt charger timeout) error code noted. Though requested, no additional info was provided.